Event description:
Pump reported to be set at 50 ml/hr with a 500 ml bag of heparin. 6 hours later, the bag was found empty. The pt's ptt level was >246. The pt was monitored and no complications arose. The pump was discontinued. A different pump was used to continue therapy. No pt injury.